Event description:
It was reported that the patient had a suspected infection at the midline incision site. It was noted that there was oozing at the site. The patient was admitted to the hospital and the patient was placed on antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a suspected infection at the midline incision site. It was noted that there was oozing at the site. The patient was admitted to the hospital and the patient was placed on antibiotics. Additional information was received that the infection was not procedure related. Additional information was received that the patient did not have an infection and was reportedly doing well.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a week ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a suspected infection at the midline incision site. It was noted that there was oozing at the site. The patient was admitted to the hospital and the patient was placed on antibiotics. Additional information was received that the infection was not procedure related.